Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosis located in the proximal and mid left anterior descending (lad) coronary artery. After pre-dilatation was performed at the distal portion of the lesion, angiogram showed a perforation in the distal portion of the lesion. Prolonged balloon inflation was performed for about 20 minutes, but this did not seal the perforation. A 2.80x16 graftmaster rx was attempted to advance to the lesion but, the graftmaster was unable to cross the proximal lad due to resistance with the anatomy. The graftmaster stent delivery system (sds) was removed from the anatomy. At that time, it was noted that the graftmaster stent had dislodged from the sds balloon. The stent was located proximal to the perforation and was successfully retrieved from the anatomy with a snare. Additional balloon dilatation was performed in the proximal lad. A new graftmaster stent was deployed to successfully treat the perforation. The procedure was completed after a xience stent was placed. There were 0% stenosis in the target lesion. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.